Manufacturer narrative:
Pt weight: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer: lens not returned. : method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient was told that cataract development, five years after icl implantation, was the main reason for decrease of visual acuity. The patient was advised to consider a surgery. According to the dcr, dated on 2/14/13, the type of cataract was anterior subcapsular and was attributed to the device. The va decreased from 20/15 to 20/30 post cataract diagnosis (unknown if that was bcva or ucva). Despite multiple attempts no information was received to date about lens explantation. It should be noted that in the us FDA clinical trial approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1 micl 12.1 implantable collamer lens in her left eye (os) on (B)(6) 2009. The patient reported lost vision due to the development of a cataract. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.